Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door failed. The field service engineer (fse) re seated and recrimped the cables. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the door failed to open during medication dispensing. The door failed to open when attempting to issue macrobid 100 mg capsules for patient. The nurse reported hearing a click after pressing the 'issue item' button, but the door failed to open and could not be pulled open manually. An attempt was made to open the door using the tester, and it still did not open, even after a reboot. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.